Event description:
Reporter indicated that vns patient underwent revision surgery due to device protrusion. It was reported that one of the lead tie downs was protruding under the skin. Surgeon elected to cut both ends of the protruding tie down to make it smaller and then repositioned it to a deeper position. Subsequent device diagnostic testing was within normal limits. Investigation to date has been unable to confirm the cause of the reported tie down protrusion. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.